Event description:
Wound closure device broke on the string while being used on the patient. Another device was taken out of the same box and the string broke again. A 3rd device was taken out and no further incident occurred until the procedure was done.